Manufacturer narrative:
The involved plate was received and underwent examination by the manufacturer. Dimensional examination of the plate and microscopic inspection indicated that the plate was manufactured according to its specification. Examination of the production records of the involved plate did not reveal a deviation from specification. It is assumed that the plate broke due to patient non-compliance weight-bearing instructions together with implant fatigue. It should be mention, that the broken plate was removed and replaced by a longer carbofix distal femur plate with no additional consequences.

Event description:
On (B)(6) 2017, the patient had surgery to repair a distal third fracture of the left femur above a total knee prosthesis. A piccolo composite distal femur plate with 14 holes was used. About 8 weeks post-operation, the plate broke and was removed and replaced by a longer carbofix plate with no additional consequences. Based on information provided to the company, the patient was considered to be non compliant after his surgery and he was weight-bearing against the physician's advise.